Event description:
It was reported that the patient had been trying to charge for 2 hours and it was not charging. It was noted that the implantable neurostimulator (ins) was not taking a charge. It was further noted that this was the first recharge. The patient stated ¿they thought it would keep a charge until next tuesday, (B)(6) 2013 but it had not.¿ the patient had a follow-up appointment with the doctor on (B)(6) 2013. The patient was using the recharge belt. There was coupling problem. It was noted that all boxes were empty and the implantable neurostimulator recharger (insr) was fully charged. Patient moved the dial down ¼ inch. Two boxes were filled in. The patient moved down another ¼ inch and had no boxes so moved back up ¼ inch. It was noted that the patient had turned the dial and repositioned several times. There was no swelling or bandages. The patient had 4 boxes shaded and was going to let it recharge with the 4 boxes so the ins would get some charge. Patient could be shown more about recharging at the follow-up on (B)(6) 2013. Patient had no stimulation sensation. Patient was not seeing a lightning bolt so somehow the ins was turned off which was why the patient did not feel stimulation. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).